Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient suffered from renal failure that was followed by sepsis and passed away. There was no driveline or device infection at the time of the outcome. The left ventricular assist device (lvad) was running as expected. The renal failure was not device and/or lvad therapy related. The patient outcome was not device or therapy related.

Manufacturer narrative:
H6 (health effect - clinical code): corrected manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, is currently available. Section 1 ¿introduction¿ of this document lists sepsis and localized infection as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. This section also includes information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook rev. G, contains several sections with information about how to prevent and control infection. A direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6) , and the reported sepsis and patient outcome could not be conclusively established through this evaluation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the renal dysfunction was not device or device therapy related. Lab tests for renal values were obtained. Due to patient privacy laws the managing hospital would not communicate patient outcome information. Based on a review of available patient¿s record and a request for patient outcome, there were no device issues at the time of the patient outcome.